Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the night of (B)(6) 2024, the display device alerted low with an cgm of 70 mg/dl. The patient did not experience symptoms of hypoglycemia which was odd to her. It was not specified not clarified whether the bg was checked at that time nor if the patient attempted to treat the low cgm value. The patient continued to watch tv and started feeling weird an unspecified time later. It is unknown what the cgm was displaying during this time. The patient called an ambulance. While waiting for the paramedics to arrive, she took a couple of finger sticks which got her the readings of 50 mg/dl and eventually getting a final result of 30 mg/dl while the cgm was still at 70 mg/dl despite calibration as well. She had attempted to drink orange juice before the ambulance's arrival as well but failed to do so since she was beginning to feel her consciousness was slowly fading but she still managed to fight to stay awake until the ems arrived. The patient could not remember the readings taken by ems. When she was admitted to the hospital, various blood tests were done and she received medication of d-50 via drip 3 times during her stay, some insulin drips, and some sugar-water mixture drips with a gradually decreasing amount of sugar levels per drip to match her sugar levels. At that time her tandem pump and cgm removed. She had bgm tests that still kept her bg values still at 30 mg/dl which led her to stay until her vitals went stable. Eventually, she was discharged on the following day (less than 24 hours) as her condition became stable. As she left the hospital, she tested with a bg value of 170 mg/dl. She then put on a new cgm and had similar values of 170 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.